Manufacturer narrative:
Other: it was reported that the patient received inappropriate therapy, and there was an apparent coil fracture. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy, and there was an apparent coil fracture. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'.